Manufacturer narrative:
Per the tandem user guide, "check your pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump recommended a large bolus large due to the customer inadvertently entering the an incorrect carbohydrate ratio setting. Tandem technical support assisted the customer with correcting the setting. Blood glucose was 62mg/dl.